Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, insulation damage was observed while explanting the lead. A new lead was implanted without any problem. Patient's condition was stable.